Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the index knob loose and not staying locked. Unit required maintenance and replacement of worn internal parts. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the index knob on the mayfield modified skull clamp (a1059) was not locking. There was no patient involvement and no surgery delay as this was discovered during inspection and not used during a case.